Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, 1st inr: 1.4, 2nd inr: 2.7. Time between testing was minutes. Pt self tester's therapeutic range is 2.0-3.0. Pt's last does of coumadin was (B)(6) 2012. Caller stated that finger is milked.

Manufacturer narrative:
Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the finger-stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 1.4, 2nd inr: 2.7, mean: 2.05, sd: 0.92, %cv: 44.84. Since % cv is more than 20%, the precision test failed criteria for precision. More investigation is required. No product associated with the complaint is expected to be returned. Retain strip testing conducted with reported lot # 272729 on (B)(6) 2012 met accuracy and precision criteria. Test results are as follows: donor 205 = 3.1, 3.1, 3.4 inr. Donor 206 = 2.9, 3.2, 3.3 inr. All replicates are within the allowable bias (+ or - 1.0) of reference results for donor 205 (3.79 inr) and donor 206 (3.55 inr). In-house test results have 5.41% and 6.64%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. As reviewed on (B)(6) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time as no product deficiency was established.